Manufacturer narrative:
This report is submitted on august 5, 2021.

Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site. The patient was treated with a topical steroid and silver nitrate was applied to the site. The implanted device remains.

Manufacturer narrative:
Per the clinic, the abutment was replaced under general anaesthetic on (B)(6) 2021. This report is submitted on aug 25, 2021.